Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 110-117mg/dl fasting. Verified the strips expire 12/24/2017. Customer confirms the strips are stored properly and were first opened 09/22/2015. Customer declined back to back blood test. Reviewed meter memory: (B)(6). Customers is concerned with all the results observed :439mg/dl (B)(6) 6:53pm, 141mg/dl (B)(6) 11:11am, 199mg/dl (B)(6) 12:06pm &147mg/dl (B)(6) 10:32pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 110-117mg/dl fasting. Verified the strips expire 12/24/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer declined back to back blood test. Reviewed meter memory: (B)(6). Adverse event not reported.